Event description:
It was reported that the superion indirect decompression spacer (spacer) would not stay in place and the patient did not receive relief. The patient underwent a procedure to explant the spacer. The explanted device was retained by the medical facility.

Event description:
It was reported that the superion indirect decompression spacer (spacer) would not stay in place and the patient did not receive relief. The patient underwent a procedure to explant the spacer. The explanted device was retained by the medical facility.